Event description:
Note: this report pertains to one of two devices that were used in the same patient and procedure. It was reported to boston scientific corporation that a jagtome rx 39 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat jaundice performed on (B)(6) 2025. During the procedure, the cutting wire of the jagtome rx 39 sphincterotome snapped when the tome was energized and bowed. A second jagtome rx 39 was used, but the same problem occurred. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was successfully completed using a third jagtome rx 39. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h11: (investigation result). The returned jagtome rx 39 was analyzed, and a visual evaluation noted that the cutting wire was blackened, broken and detached. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was blackened, broken and detached. Based on the condition of the device, the wire break could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire integrity and cause a premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can detach the cutting wire. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Based on all gathered information, the most probable root cause is adverse event related to procedure.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
Note: this report pertains to one of two devices that were used in the same patient and procedure. It was reported to boston scientific corporation that a jagtome rx 39 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat jaundice performed on (B)(6) 2025. During the procedure, the cutting wire of the jagtome rx 39 sphincterotome snapped when the tome was energized and bowed. A second jagtome rx 39 was used, but the same problem occurred. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was successfully completed using a third jagtome rx 39. There were no patient complications reported as a result of this event.